Manufacturer narrative:
The device was returned to olympus for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide manufacture date update. Updated fields: h4. Corrected fields: h3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.